Manufacturer narrative:
(B)(4). No further information is available at this time. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced red heart alarms on his system controller. A review of the submitted log file data revealed that there were pump stoppage events associated with pump power elevations while the patient was connected to a power module. The patient reportedly experienced a loss of consciousness while the system controller alarmed. The patient switched to his backup system controller while at home. The patient was later seen at a local hospital after hitting his head during this event. The hospital team was able to reproduce a pump stoppage event on the patient¿s current system controller when connected to a power module. No obvious signs of damage to the external portion of the percutaneous lead were reported. The patient was monitored on battery power until further percutaneous lead evaluation could be completed. The manufacturer¿s technical services personnel evaluated the patient¿s percutaneous lead and no broken wires were identified. A distal-end percutaneous lead replacement was performed. The patient was reconnected to the power module after the replacement and the reported alarms returned. An ungrounded patient cable was requested. No additional information was provided.